Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet, with glucose above 300 mg/dl for several hours and device alerts for sustained levels above 300 mg/dl, despite visible insulin drops in the tubing; the user removed and replaced the infusion site after noting possible scar tissue at the prior location, then successfully resumed insulin delivery, with glucose trending down to 197 mg/dl. Symptoms included high blood glucose without ketone testing and without acute complications. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy. Investigation included telephone troubleshooting and user education, including infusion site change and monitoring guidance. Investigation of this case revealed restoration of insulin delivery and improvement in glucose after site replacement, consistent with hyperglycemia due to an infusion site issue at a suboptimal location, though the exact cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.